Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. On unreported dates, the patient was hospitalized for the peritonitis and the patient was recovered from the event. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.